Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed a high out of range pacing impedance of greater than 2000 ohms. There was also noise noted on the atrial channel that was oversensed. Technical services discussed possible causes for the clinical observations, and provided troubleshooting options. Further information was provided that this ra lead was reprogrammed to unipolar, and the impedance was around 349 ohms. The cause for the clinical observations was not determined. At this time, this ra lead remains in service and there were no adverse patient effects reported.